Manufacturer narrative:
The unit was received with a missing retainer ring and reservoir tube o-ring. The unit was also received with a fading serial number label, minor scratched lcd window, scratched case, and scratched keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was broken at the reservoir connection; the transparent plastic guard and the o-rings were missing. No further details were given. The insulin pump was returned for analysis.